Manufacturer narrative:
Based on the info received and the visual examination both instruments (a,b) were re-armed and cycled repeatedly and both functioned as intended. The reported incident of "safety will not release" could not be repeated. Co reviews each incident as it occurs in an effort to continuously improve co's products.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep, safety did not activate. There was no consequence to the pt.